Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during a meeting while discussing midfoot fusion bolt cases it was noted x-rays taken revealed migration of the fusion bolt distally. It was reported the midfoot fusion bolt was not used with enough supplemental fixation as recommended in the surgical technique.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.